Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected alarm. The customer¿s blood glucose level was unknown. No further details was given. The device will be returned for analysis.